Manufacturer narrative:
Date of event: 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified with a large volume infusor. The infusion time was 22 hours longer than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.